Manufacturer narrative:
This alleged failure poses a low risk to a patient, because the issue was observed when the css console was not supporting a patient. In addition, batteries are a redundant system on the css console, and it did not negate the ability of the console to perform its life-sustaining functions. The batteries have been returned to syncardia for evaluation and testing. The results of the evaluation will be reported in a supplemental MDR.

Event description:
This css console was not on a patient. Customer reported that he observed corrosion on the terminals of the two main css console batteries. He did not test the batteries to determine if they were defective before exchanging them for new batteries. All lead-acid batteries typically emit small amounts of hydrogen gas through the battery vents. This occurs most often during the charge cycles, but may also occur at high temperatures. The escaping hydrogen gas and lead sulfate form a crystallized sulfuric acid, which collects on the battery terminals. The copper, wire, lead terminal and steel hardware also combine to cause dissimilar metal corrosion at the terminal. High humidity, storage of the batteries in a discharged state, prolonged storage and infrequent recharge cycles all contribute to the corrosion typically seen on battery terminals.